Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a neonate patient received the following results within 10 minutes: 8.7 mmol/l (performa meter) and 5.5 mmol/l (lab).